Manufacturer narrative:
Investigation summary no samples and no photos were returned by the customer in support of this complaint. Therefore, 10 retention samples were visually evaluated and functionally tested and the indicated failure mode of stopper function was not observed as samples tests were within specification limits. No issues with the stopper function were identified. The retentions were inspected with no shield/stopper assembly issues being identified. The retention samples did not exhibit the customer¿s failure mode of ¿stopper function¿. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the retention samples did not exhibit the customer¿s failure mode of ¿stopper function¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "when opening the tube to put in the blood, the stopper (after recapping) does not seal properly and stays loose."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "when opening the tube to put in the blood, the stopper (after recapping) does not seal properly and stays loose."